Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident, and in the 50 to 60 range the days before that. The customer was at 121 mg/dl at the time of the call. The customer used food and sugar to treat. The customer was wearing the insulin pump during the incident. The customer states the pump was over delivering since the previous tuesday and for 3 days. Troubleshooting was completed and did not resolve the issue. The insulin pump will be returned for analysis.